Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation is not completed. Add'l info will be submitted within 30 days upon receipt.

Event description:
The coil stretched/separated in pt. This pt was undergoing coil embolization within the basilar tip aneurysm measuring 14mm x 12mm x 11mm. No calcification and minimal tortuosity was present within the vessel. Seven coils were placed using the prowler select plus 606-s255x microcatheter without difficulty. No resistance felt while advancing the 8th coil into the microcatheter. The coil was being withdrawn for repositioning in the aneurysm when stretched and was half in the aneurysm and half in the microcatheter. There was one to one relationship between the coil and delivery tube verified with fluoro prior to repositioning. Continuous flush was maintained within the microcatheter. The coil was stretched all the way to the groin. At this time, it was felt that the coil would incorporate itself into the wall of the vessel, causing the pt no harm. The pt will remain on plavix for three months..asa for life. There was adverse effect to the pt. There was no resistance between the gw and the mc when accessing the target site. Product will be returned for analysis. The section of stretched coil they were able to remove. The distal part of the coil is in the aneurysm and stretched down the basilar all the way to the groin.